Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the battery loses power and does not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was completed: no service history on this product as it is a battery with no repair option. A service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service technician noted the action taken as scrap. During the pre-repair diagnostic assessment the service technician identified the failure code as worn out. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.